Event description:
It was reported that the device exhibited non-sustained right ventricular over-sensing due to post-paced t wave over-sensing a via review of remote transmission. The patient presented to the clinic and device reprogramming was made.